Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was pt reported the implant their implant is fully charged, but stimulation will not power on. Pt stated this had lead to an increase in pain symptoms. Pt stated their managing hcp left and now their are seeing orthopedic surgeon. Agent sent the pt a listing of physicians and directed the patient to set up an appointment to meet with their mdt representative.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.